Event description:
A malfunction alarm labeled "malf 1" was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer¿s blood glucose level. In response, the customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery remained uninterrupted. Tandem technical support arranged for the replacement of the pump with an updated model. The customer understood the instructions for putting the pump into storage mode and agreed to return the faulty pump within 10 days using a provided return box and pre-paid label. The replacement pump was sent with updated software to address the issue.